Manufacturer narrative:
H.10: the replaced component was requested to be returned to livanova for further investigation. It was observed that the motor had bearing damage. Possible causes of bearing damage are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes are related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the engineers of the hospital replaced the stirrer motor and that it was a mechanical issue most likely related to the stirrer motor bearing. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova (B)(4) received a report that an error code was displayed on the patient side of a heater-cooler system 3t during procedure. The device was inspected and it was found that the stirrer motor was stiff and not turning freely. There was no report of patient injury.